Event description:
The initial reporter stated that they received an erroneous result for one patient sample tested with ise indirect ci for gen.2 on a cobas 6000 c (501) module. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a cl value of 124.91 mmol/l. The sample was repeated on a second analyzer, resulting with a cl value of 101 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The cl electrode lot number and expiration date were asked for, but not provided. The field service engineer determined there was a fluidics failure as a cell wash solution was not being aspirated. The engineer replaced a valve, performed an ise check, and replaced cells. The customer ran controls. Quality controls were within range, showing no indications of a reagent or instrument performance issue. The investigation determined that the issue was resolved by the service actions.